Manufacturer narrative:
Device evaluated by MFR: visual analysis of the returned device revealed blood and contrast were visible in the guide wire lumen of the device. Magnified and tactile inspection of the device revealed no irregularities. The marker band spacing and distance from the balloon cone transitions were measured while the balloon was inflated to nominal pressure and were found to meet specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, the balloon was not visible. The target lesion details are unknown. At an unspecified time during the procedure, the balloon was not visible. Despite the issue, the physician was able to utilize the balloon successfully. There were no patient complications reported and the patient's status is stable.